Event description:
The lay user/patient contacted lifescan alleging the meter has a line through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced an air in line alarm on channel a while the patient was on bolused pain management. This event interrupted delivery. The device was infusing versed on channel a, fentanyl on channel b and lactated ringers solution on channel c when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.